Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Representative samples were also returned for analysis. The analysis results of the devices were received sterile and with no apparent damage. The packages were opened and the reload was tested for functionality with test device. Upon functional testing of the reload, the instrument loaded, retained and deployed the clips as intended. The clips were as intended and conforming to manufacturing requirements.

Event description:
It was reported that a patient underwent a vats esophagectomy on (B)(6) 2020 and the suture clip was used. During surgery, the clip was broken off inside the patient. No pieces were left inside the patient. Another like device was used to complete the procedure. There were no adverse consequences to the patient.